Event description:
The facility indicated that the scale is not weighing properly.

Manufacturer narrative:
The technician found the center base cover was bent up against the frame. The technician adjusted the center base cover to repair the bed.